Manufacturer narrative:
Despite multiple attempts to retrieve the complaint device, it has not been returned by the customer, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode; however anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be returned at some point in time in the future, this file will be reopened at that time and an evaluation will be performed and documented. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Awaiting device return.

Event description:
Anchor breakage. Anchor broke into the patient during surgery. Clean break in the weaving. Procedure extended to retrieve the broken piece. Larger incision and stress of the surgeon. New surgery.